Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and two mesh products were implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, inflammation, loss of appetite, bowel complications and urological compilations. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 09/11/2020.

Manufacturer narrative:
Date sent to FDA: 9/18/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.